Event description:
Per the clinic, the patient developed an infection post-implantation at the implant site. The patient was treated with oral antibiotics, (type not specified.) The patient has recovered from the infection.

Manufacturer narrative:
(B)(4). Implanted device remains.